Event description:
Reporting status: serious injury. Reporting rationale: dislodged stent remains in unintended site. Device issue: dislodged stent. It was reported that the lesion was predilated with another company's 2.0 x 15 mm balloon catheter. It was attempted to cross the lesion located at the mid partial of the left circumflex artery. It was a calcified tortuous artery. Two 0.014 guide wires were advanced to give support. The balloon crossed the lesion, but the stent couldn't pass it. When trying to withdraw the stent delivery system (sds), the stent dislodged and got stuck in the left main. It could not be retrieved, so it was crossed with another guide wire and deployed the stent at this point. (The patient has a left mammary by pass). The procedure was completed by treating the lesion just with the balloon. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as it own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Evaluation summary. Quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible on the balloon. There was no contract visible. The stent implant was dislodged and not returned. The balloon was tightly folded. There were crimp marks visible on the balloon where the stent implant had been between the markers. There was one bend in the proximal shaft 20 cm distal to the strain relief tubing. There was one bend in the intermediate hypotube 102.5 cm distal to the strain relief tubing. There was no other damage noted to the sds. The tip seal length was measured and met manufacturing criteria. The tip seal length was .5 mm. Product performance engineering reviewed the incident information and analysis of the returned device. It was reported that after pre-dilatation with a 2.0 x 15 mm maverick, a 2.5 x 23 mm promus had difficulty crossing a calcified, tortuous artery. Two guide wires were used to provide support and the sds was able to cross, but the stent could not cross. During removal, the stent dislodged and became stuck in the left main where it was deployed. The procedure was completed with balloon angioplasty. Quality assurance analysis of the returned device noted the following: there was blood visible on the balloon and there was no contrast visible on the sds, which is consistent with the reported information that the device was inserted into the body, but not inflated. The stent implant was dislodged and not returned, confirming the reported stent dislodgement. The balloon was tightly folded with crimp marks visible on the balloon, between the markers, indicating that the stent implant was originally crimped in the correct location. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The tip seal length was measured and met manufacturing criteria. Based on the information received with the complaint, the inability to cross is likely related to the reported heavy tortuosity and heavily calcified lesion. Potential causes for stent dislodgement, as observed in past incidents, may include improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation for use, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation for use, or interaction of the stent with the lesion, accessory devices and/or previously implanted stents. To help ensure this type of issue is not the result of manufacturing, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, prior to lot release, a sampling of units are destructively tested to verify stent dislodgement force and the units are again inspected for stent placement, crimped stent outer diameter and stent damage. In this case, it is likely the interaction between that stent and the anatomy during removal contributed to the reported stent dislodgement. A review of the device manufacturing records was performed and there were no nonconforming material records for this lot that could have contributed to this complaint. This MDR is considered closed by the product performance group.